Event description:
It was reported to boston scientific corporation on march 26, 2021 that a hot axios stent was to be implanted during a procedure performed on march 26, 2021. During the procedure, the second flange was attempted to be deployed; however, the second flange did not release from the scope. While attempting to deploy the second flange, the first flange moved out of its correct position. The procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. Additional information received on april 21, 2021: it was reported that the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. The stent was removed with the scope. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system instructions for use (IFU) state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Blocks b5, e1 (initial reporter first name), g2 (report source) and h6 (device codes) have been updated with the additional information received on april 21, 2021. Block e1: initial reporter city, province, postal code: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of stent first flange difficult to position. Block h10: a hot axios stent and delivery system were returned for analysis. The stent was received completely deployed and fully expanded. The delivery system was returned in "position 2". Visual examination of the returned device found the tip was damaged. A destructive inspection was completed to identify suspected torsion in the outer sheath; however, the device did not show any evidence of rotational damage. No other issues with the stent and delivery system were noted. The reported events of stent first flange difficult to position and device entrapment of device or device component could not be confirmed; these failures occurred during the procedure and it is not possible to replicate in the laboratory of analysis. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that that the handle was rotated as the device was luer locked to the scope. However the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." According to the evidence found in the product analysis, the outer sheath had no evidence of torsion. Taking all available information into consideration, the investigation concluded that the reported event and the observed failures were likely due to factors encountered during the procedure. It may be that the interaction with the scope (position of the elevator) and/or the technique used by the physician during stent deployment could have caused the difficulty positioning the first flange and device entrapment, limited the performance of the device and contributed to the damaged tip. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Manufacturer narrative:
(B)(6). (B)(4). Although the suspect device has been received, the evaluation has not been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted during a procedure performed on (B)(6) 2021. During the procedure, the second flange was attempted to be deployed; however, the second flange did not release from the scope. While attempting to deploy the second flange, the first flange moved out of its correct position. The procedure was completed using a different sized axios stent. There were no patient complications reported as a result of this event. Note: boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.